Event description:
The customer reported the ventilator would not operate on ac power, only on backup battery power. The customer reported the unit was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the customer reported problem. The service technician replaced the power supply to address the reported problem. Performance verification testing was completed and tests passed to operating specifications. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate.

Manufacturer narrative:
Power supply.